Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a massive tear in the balloon the patient had his artificial urinary sphincter (aus) balloon removed and replaced. It was further reported that there was fluid loss associated with this complaint and the tear occurred about one month prior to this surgery. The patient's present symptoms that lead to the discovery of the balloon tear was that he patient started leaking again.

Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a tear in the balloon shell due to wear and fatigue at a fold. The balloon was not functionally tested due to the confirmed leaks. Analysis of the remaining areas of the balloon identified no damage or irregularities that would impact pump function. Product analysis identified a device malfunction that confirms the reported device allegations. The balloon tear is the most probable cause for the complaint. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that due to a massive tear in the balloon the patient had his artificial urinary sphincter (aus) balloon removed and replaced. It was further reported that there was fluid loss associated with this complaint and the tear occurred about one month prior to this surgery. The patient's present symptoms that lead to the discovery of the balloon tear was that he patient started leaking again.